Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the device running dry as the cartridge was not properly inserted, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. A1 updated, d3, g1, and g2 email is: regulatory.responses@icumed.com

Manufacturer narrative:
Other text: g3: canada. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a "medicine is not loaded" alarm during use. Per reporter the pump had been started the previous day and had been running since then. No adverse patient effects were reported.